Event description:
As reported, the balloon did not deflate. The scepter was used for balloon-assisted coil embolization to treat a splenic artery aneurysm. Preparation was performed with a mixture of 50% lopamidol 300 (contrast media) and 50% saline. During the procedure, the balloon did not deflate. After a small amount of saline was added and negative pressure was applied, the balloon was able to deflate. After coiling was completed, when the balloon was attempted to be deflated using the same technique, only the proximal portion of the balloon was able to deflate and the distal portion of the balloon could not be deflated. Finally, the balloon was managed to be removed from the patient by inserting a stiff guidewire into the guidewire lumen to make the balloon catheter straightened up. The scepter was then replaced with another scepter to continue the procedure. Subsequently, the procedure was successfully completed.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies failure to deflate as a potential complications associated with use of the device.

Manufacturer narrative:
The investigation of the returned balloon microcatheter found the lumen coil and polyimide ring dislodged at the proximal balloon bond and the balloon membrane peeling away from the guidewire lumen distal to the distal balloon bond, which is consistent with overinflation. The shaft was found flattened at 61.5cm and 103.0cm from the strain relief, which could have contributed to the reported deflation issue; however, the balloon was able to inflate and deflate without issue during the investigation. The balloon was unable to purge air during inflation testing; however, this is expected as the purge hole is sealed during device preparation. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened sections, but the damage is consistent with the device experiencing forces that exceeded its yield strength.

Event description:
A supplemental report is being submitted to report investigation findings, see h11.